Manufacturer narrative:
The retest of the original sample resulted in a negative test result. It's a potential false positive result. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
False result based on testing day where more than one person subsequently tested negative this is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.